Manufacturer narrative:
A medtronic representative inspected the navigation system onsite and confirmed the imaging system was unable to transfer exams, and the spine software would randomly shut down. The software was re-installed, but the issue did not resolve. It was reported that after reinstalling the spine software it would randomly exit out of the software when trying to click on other commands, such as choosing a procedure. After replacing the computer the issue resolved. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect computer has been returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system exams were 'intermittently transferring" to the navigation system. The first scan transferred, however gave an error message on the navigation system to check the scan as it may not have transferred properly (it was fine). A few minutes later, a second scan was performed due to the length of the construct. The scan did not transfer automatically, nor would it transfer when a manual push was attempted to the navigation system from the mobile view station (mvs). The mvs did show the normal status bar from a manual push and showed it as complete. The case was able to proceed off of the first exam that did transfer. At this time, the representative rebooted the navigation and imaging systems before proceeding to the next spin. When it came time to make a second attempt to spin the levels that had yet to be treated (transferred), the spin did automatically push to the navigation system. However, it took longer than normal and showed the same error message as before; ¿check the scan as it may not have transferred properly¿. A final, screw confirmation spin was performed at the end of the case and it would not transfer as well. A manual push was attempted, and it would not transfer. The confirmation spin was not sending/transferring at the end resulted in no further delay because the screws location was acceptable, and navigation was no longer needed. The site tried to bypass the bulkhead connector on the navigation system without resolution. It was confirmed that breakaway imaging lines were correct. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
The analysis of the computer for the navigation system was completed by medtronic personnel. Testing found that hard drive of the computer had a bad sector. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative reported that a terminal window was opened. Following commands, the representative reported that the directory size was increased to compensate for the number of exams being uploaded.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.